Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
M6-c device removed due to trauma. The device was explanted. The device was intact at the time of removal.

Manufacturer narrative:
Limited information was provided; notably, no radiographs were provided. Without such information, it is not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No microbiology or pathology laboratory testing reports or results were provided. The device showed mechanical damage in the anterior and/or lateral quadrants of both endplates, consistent with extraction damage on the outer and inner surfaces. The device did not appear to have failed at the time of removal. It is unknown how long this device was implanted, no radiographs were provided, and it is unknown if infection was suspected or confirmed. However, the device did not appear to have failed mechanically at the time of removal. Therefore, it is likely that the device was functional at the time of surgery as indicated, but removed due to the reported neck trauma.